Event description:
Information received indicates the brake casters will lock and hold, but if pushed on the side, the casters would rotate.

Manufacturer narrative:
The technician replaced the left foot and head brake casters to repair the stretcher.